Event description:
It was reported that the mobile app unexpectedly crashed while customer was attempting to deliver a bolus. There was no adverse impact to the customer's blood glucose level. Reportedly, the customer relaunched the mobile app, but was unable to successfully repair the app to the pump. The customer reverted to an alternate method of insulin therapy.